Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4) product type: programmer, patient. Product ID: 8781, serial# (B)(4) implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s therapy was not working for the patient. The patient¿s healthcare provider (hcp) asked if she had a successful pump trial before her implant because things were not helping and the patient stated that it felt like she was having sugar water in her (placebo effect). The patient felt good for about 10 minutes during the trial and felt the pump was pushed on her as a therapy that she needed to do. The patient started with prialt in (B)(6) 2013, then six months later in (B)(6) 2014 prialt was removed and morphine was put in the pump. In (B)(6) 2015 the morphine was removed and dilaudid was put in the pump. The patient had asked for tests to check everything before morphine was changed to dilaudid. The patient stated that the hcp told her that he did not feel he could do anything further for the patient. The patient felt she had sugar water in the pump the whole time since they first put the medication in after the implant. The patient could not fully eliminate her urine which began in (B)(6) 2014. The patient¿s neurologist told her that they thought the elimination issue had something to do with the catheter and wanted the patient to get magnetic resonance imaging (MRI). In (B)(6) 2015 the patient had a catheter dye study done and was told that the catheter was ¿hooked up¿ but the patient did not see the catheter on the screen like she thought she would; however, the patient also mentioned that she was not a healthcare provider (hcp). Immediately after the implant surgery, the patient would sit on the toilet and her legs would go numb. The symptoms continued until the present day. The patient noted that she he had a history of seizures diagnosed in 1990 and since the pump was implanted, her oral medications had been eliminated and due to the change in her oral medications she had experienced seizures. The patient stated that every month they were eliminating her oral medications and it was giving her harder and harder seizures and she needed to be able to go down easier from the oral medications. The patient went from 4 norco a day in (B)(6) 2015, to 2 norco a day in (B)(6) 2015, to 1 norco a day in (B)(6) 2015, and currently 0 norco as of (B)(6) 2015. In (B)(6) 2015 the patient was not getting relief with boluses via the persona therapy manager (ptm). The doctor stated that he was not giving the patient anything. The patient stated that she had not had any ¿dirty¿ urinary analysis to precipitate this behavior from the doctor. The patient was seeking a new physician as her previous physician did not have her records because they were lost with all of the x-rays and test in 2014. The physician wanted the patient to sign a discharge letter. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received from the health care provider (hcp) via the manufacturing representative reported that the hcp wanted the manufacturing representative present for a dye study on (B)(6) 2015. The managing physician had replaced the drug with preservative free saline to see if any changes occurred; the patient noticed no difference or improvement. Thus, the hcp wanted to evaluate the catheter and pump for functionality. A dye study and rotor study were performed on (B)(6) 2015. The catheter aspirated easily, where several ml of cerebrospinal fluid (csf) were easily aspirated. Dye was then injected into catheter and observed under fluoroscopy. No catheter breaks, disconnects, or leaks were observed. The catheter tip was observed at t12 level. The rotor study showed the pump motor was functioning as expected. No issues in pump logs were found. The patient was sent for CT scan to evaluate catheter placement further, however the results of the CT were not available. The issue was not resolved. The patient status at the time of this report was "alive- no injury." No surgical intervention had occurred or was planned. The managing physician was going evaluate CT scan and determine the next course of action for this patient.